Event description:
It was reported that the customer's insulin was dropped. The caller stated that the device is cracked at the bottom, and the piston fell out of the insulin pump. It was stated that the wife was able to push back the piston into the device. Advised the caller that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a missing end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.